Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the maxplus spun off of the primary set during an infusion in the oncology center. Reported that when the tubing disconnected "the nurse was sprayed with blood and saline, and some of it went into her eye." No patient harm or medical intervention was reported. No further patient/event information was provided.